Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr) and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. Reportedly, force was used to remove the device against resistance during removal. It should be noted that the electronic perclose proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide suture mediated closure (smc) device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the proglide device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, removal against resistance and force applied to remove the device was circumstantial due to the reported difficulties. The reported difficulty closing the foot and device entrapment appear to be related to interaction with the patient tissue and/or calcification. The reported guide separation appears to be related to removal against resistance and force used during removal. The reported patient effect of vascular injury (tissue damage) is listed in the perclose proglide IFU as a potential adverse event of use of the device. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The first proglide was successfully prep-placed. Reportedly after the second proglide device was deployed, the foot was unable to retract. The device was pulled for removal with the foot still deployed using excessive force, and the device separated between the guide tube and guide. A cutdown was done to remove the distal sheath. Vessel damage was noted. The sheath was upsized to an 18f and the tavr procedure was completed. Surgery was performed to repair the vessel and hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela. A clinically significant delay in the procedure and prolonged hospitalization was reported. No additional information was provided.